Event description:
As reported when the balloon of this fogarty catheter was inflated just after inserting into the patient the balloon burst. The customer stated that it was unlikely that vascular calcification was the cause of this balloon burst. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
A report is being submitted on this returned fogarty catheter due to product investigation findings. Customer report of balloon burst was confirmed. During visual examination, balloon was found ruptured at the central area. The balloon edges did not appear to match at the ruptured region. Through lumen was occluded with clotted blood. No other visible damage was observed from catheter body. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established. As part of the manufacturing process 100% of the units go through balloon and winding inspection process. As a warning the IFU states that balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The instructions section of the IFU states that the catheter should be inspected with the balloon inflated during purging. A balloon that does not inflate, leaks, or inflates in a grossly asymmetric (eccentric) manner should not be used. Additionally, the IFU cautions that inflation of the balloon is associated with a feeling of resistance to the fluid or gas injection. When no resistance is encountered, it should be assumed that the balloon has ruptured. Discontinue inflation and remove the catheter at once. Furthermore, the IFU lists possible complications of balloon rupture with fragmentation, tip separation and distal embolization when using this device.